Manufacturer narrative:
The cine image review revealed the valve was tilted with severe paravalvular leak (pvl). The valve was positioned above the annulus in the sov at the ncc and rcc, and was still approximately 10-15% in the annulus at the lcc. In the lcc, the valve was anchored and filly expanded. A pseudoaneurysm was also noted outside the ncc. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The exact cause of the worsening pvl and cai cannot be confirmed. The perceived cause of endocarditis was ruled out. Medical records from the facility treating the patient were requested, however, no further information has been received. The sapien xt valve was explanted and a surgical valve was placed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our (B)(4) affiliate, 3 years post tavr implant, transthoracic echocardiogram (tte) revealed moderate/severe paravalvular leak (pvl) and moderate central aortic insufficiency (cai). Open surgery was performed and the 26mm sapien xt valve was explanted. A mitroflow surgical valve was implanted. Following the surgery, the patient was in stable condition. It was speculated that the possible cause of the severe aortic regurgitation was an endocarditis.

Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The sapien xt valve was returned to edwards lifesciences for evaluation. Visual inspection indicated all three leaflets had vegetation in the cusp areas on the inflow aspect. The patient host tissue was minimal to moderate on the valve outflow and encroached onto the valve by a greatest distance of 5mm. All three leaflets were fused at all three commissures by the host tissue, resulting in possible restricted leaflet mobility. The leaflets appeared slightly shrunken and stiff. An x-ray examination indicated no visible calcification; however, frame distortion was observed. The frame distortion was likely due to the valve explantation. In this case, the source of the infection and the interval between the tavr procedure and the first occurrence of endocarditis cannot be confirmed. No further information was provided. The sapien xt was explanted and a mitroflow surgical valve was implanted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our european affiliate, 3 years post tavr implant, transthoracic echocardiogram (tte) revealed moderate/severe paravalvular leak (pvl) and moderate central aortic insufficiency (cai). Open surgery was performed and the 26mm sapien xt valve was explanted. A mitroflow surgical valve was implanted. Following the surgery, the patient was in stable condition.